Event description:
Chiron vision received information from its territory manager that the unit module rendered intermittent power and the display screen scrolled continuously. There was no patient injury or contact.